Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient wound up homeless and not too long after getting their implant, they lost the 'little thing' to it and it's trying to come out of their back. Caller stated they can see the leads and they need to get the system removed, but no doctor is touching or wanting to help the patient. Caller mentioned that they believe the patient even went to the ER because the lead sticks out so far and they ran into something and it became like a big bruise there. Agent asked event date, which the caller sited as about 5 years ago, then the lead issue occurring in the last 6 months; agent understood both the battery and leads were coming out of the patient's body.